Event description:
The account alleged that the head section will not raise. No injury reported.

Manufacturer narrative:
The account has checked the head section for obstruction and checked it in sensor calibration mode. The account isolated the coil and will check the valve next. No further information is available on the repair of the bed at this time.